Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's mother was in the kitchen washing dishes when she heard her son's lvad continuously alarming downstairs. She went downstairs to investigate the alarms and found her son unresponsive. She immediately called emergency medical services (ems). While waiting for ems to arrive, she verified that the driveline was connected and that the patient was connected to the power module. Ems initiated advanced cardiovascular life support, including chest compressions. The mother called the hospital and the vad coordinator instructed her to exchange the system controller, but when she attempted to do so "ems would not allow her near the patient." The patient's mother transferred the phone to one of the ems providers. The vad coordinator instructed the ems provider to exchange the system controller, administer fluids and transfer the patient to the closet lvad facility. However, ems could only transfer the patient to the nearest hospital, which was not an lvad facility. The patient was "pronounced dead" upon arrival to the receiving hospital and they reported that when the patient arrived, his driveline was disconnected from the system controller.